Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the physician fired a mesh leg at the right sacrospinous ligament with the capio suturing device. When the physician withdrew the capio, he noted that the bullet had detached and was caught inside the capio, but the mesh leg had not gone through the ligament. The physician used another pinnacle device to complete the case, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
The patient is reported to be over 18 years of age. The most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for the suture detachment has been determined to be design. A CAPA has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the physician fired a mesh leg at the right sacrospinous ligament with the capio suturing device. When the physician withdrew the capio, he noted that the bullet had detached and was caught inside the capio, but the mesh leg had not gone through the ligament. The physician used another pinnacle device to complete the case, with no complications to the patient, who is reportedly "fine" post procedure.